Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy for atrial fibrillation (af) with a rapid ventricular response that was detected at ventricular fibrillation (vf). It was also noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos) on a high rate non-sustained episode. The crt-d and the rv lead remain in use. No further patient complications have been reported as a result of this event.